Manufacturer narrative:
Event was updated.

Event description:
It was reported that during a meniscus repair surgery, after t1 of the ultra fast fix was implanted, t2 pre-deployed. T2 did not deployed through the meniscus and both ts were removed from the patient. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5: event description updated. H10, h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirms the reported batch number and product number. The image also revealed a piece of suture with the t2 anchor connected to the suture and the t1 anchor detached and not imaged with the suture. A visual inspection revealed the device was not returned only the empty carton and IFU. The carton confirmed the reported batch number and product number. A functional evaluation could not be completed due to product not being returned. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, after t1 of the ultra fast fix was implanted, t2 pre-deployed. T2 did not deployed through the meniscus and both ts were removed from the patient. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, after t1 of the ultra fast fix was implanted, t2 was deployed simultaneously. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.